Event description:
Right side of rptr's arm has lost strength and becomes numb, making it feel like right arm and hand are asleep. Rptr can't sleep on right side or hold a pen to write for long periods of time.